Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device had unresponsive buttons due to flattened (creased) up button dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify no delivery, low battery alarms, rewind anomaly due to unresponsive button. Device had broken battery tube threads, broken belt clip slot, cracked case at display window corners. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the up button was unresponsive. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the no delivery alarm. Insulin pump was louder during rewind. The insulin pump will not be returned for analysis.